Event description:
While attempting to treat a pt in v-fib the device did not deliver defibrillation energy to the pt. The staff report that this device was used as the back up device during the procedure. Using hard paddles a 200-joule and 300-joule shock were delivered to the pt. Lab staff believe the device did not deliver energy as the pt was not converted to a perfusing rhythm. The device operator then switched to hands free defibrillation electrodes and delivered a successful shock to the pt. The reporter stated there were no adverse effects to the pt as a result of device operation, just a delay in converting the pt to a perfusing rhythm.